Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the investigation results. Updated fields: d9, h2, h4,h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: kinks and a cut on the cable. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: a faulty charge-coupled device unit. A cause for the cable damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had static and black image at reprocessing. There were no reports of patient involvement.